Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. Addendum for additional information received: the device was stored as per the labeling. The user was certified on the use of the mynx device. The mynx was prepped according to the instructions for use (IFU) and the balloon was prepped with 100% saline. Hemostasis was achieved with another mynx of a different lot and the procedure was completed. The patient was noted to have recovered. As reported, during prep, after inflating the balloons from 2 different 6f/7f mynxgrip vascular closure devices (vcd), the balloons would not deflate. The devices were not inserted into the patient. The devices were stored as per the labeling. The user was certified on the use of the mynx device. The mynx devices were prepped according to the instructions for use (IFU) and the balloon was prepped with 100% saline. Hemostasis was achieved with another mynx of a different lot and the procedure was completed. The patient was noted to have recovered. A non-sterile 6f/7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was returned separated from the device as received. The sealant and advancer tube were in the manufactured positions. The procedural sheath was not returned with the device. The advancer tube remained inside the shuttle cartridge, but the sealant was observed on the catheter shaft, approximately 4 mm from the shuttle cartridge distal end. Leak testing was performed on the balloon of the returned device when slight resistance being felt. Multiple attempts were made to clean out the catheter lumen with water and the balloon was able to be inflated and deflated as intended per the mynxgrip instructions for use (IFU) with proper functioning of the inflation indicator. The balloon inflation & deflation time and inflation indicator pressure release tests were performed and verified and it was noted to be within specification. A device history record (DHR) review of lot f1808902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon failure to deflate¿ was confirmed through analysis of the returned device. However, the exact cause of the failure could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it¿s highly likely that the issue was experienced due to the use of a viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon (although it was reportedly used with 100% saline) as evidenced by the resistance felt during inflation before the catheter was cleaned out. Once catheter lumen was clean, the inflation and deflation time performed as intended. The mynxgrip¿s IFU, which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00737.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1808902 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Visual review: a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was returned separated from the device as received. The sealant and advancer tube were in the manufactured positions. The procedural sheath was not returned with the device. The advancer tube remained inside the shuttle cartridge, but the sealant was observed on the catheter shaft, approximately 4 mm from the shuttle cartridge distal end. Functional review: leak testing was performed on the balloon of the returned device with slight resistance being felt. Multiple attempts were made to clean out the catheter lumen with water and the balloon was able to be inflated and deflated as intended per the mynxgrip instructions for use, with proper functioning of the inflation indicator. The balloon inflation and deflation time and inflation indicator pressure release tests were performed and verified to be within specification. Root cause analysis: based on the information provided, the condition of the returned device and the investigation performed, the failure reported as that the balloon of the 6f/7f mynxgrip vascular closure devices (vcd) would not deflate during prep was confirmed and the reported event may have been caused by the viscous contrast solution being used during the procedure. It should be noted that the viscous contrast solution might cause the difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. However, with the limited information provided, the root cause of the reported event could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, during prep, after inflating the balloons from 2 different 6f/7f mynxgrip vascular closure devices (vcd), the balloons would not deflate. The devices were not inserted into the patient. Both devices are available for analysis. Five (5) devices from the box with the same lot numbers will be returned.